Event description:
Laser whitening gel spilled over from the syringe and got on pt's oral tissues including mouth and lip. It also got on hygienists hand. Pt complained of heat and discomfort when gel was applied to teeth. The whitening gel was used with the ezlase laser system.

Manufacturer narrative:
Pressure build-up caused tip to detach from syringe and gel got on pt's mouth and lip and hygienist's hand. Gel was removed from all tissue by rinsing with cold water. The pt and hygienist were not seriously injured. Also, the pt complained of heat and discomfort when the gel was applied to her teeth. (B)(4).